Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor's electrode belt receptacle was missing, with broken wires protruding from the monitor case. The root cause for the missing receptacle was excessive force. No adverse event resulted from the defective monitor.

Event description:
During the investigation of a monitor for an unrelated reason, a reportable malfunction was found.